Event description:
It was reported that during a lap low anterior resection, the clip was fed into the jaws sideways at the 3rd firing though the device functioned as intended until the 2nd firing. The device was fired several times out of the patient after the event. Then the clip was fed into the jaws properly once but the same event occurred again after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Returned empty the analysis results found that the er420 device was received in good visual condition. A bag with fourteen malformed clips was returned along with the instrument. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.